Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the safety bar/trigger of the device was sticking, which can potentially cause the device to run without user activation. No unintended activation, medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.